Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material like plastic fiber clogged in a/w nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. It was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that the reprocessing performance of the device was secured by appropriate reprocessing in accordance with IFU. (Cleaning/disinfection/sterilization) 962-0179,062-3555,066-3255. Additionally, there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the evaluation, the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition, the evaluation found the flexibility adjustment ring was damaged, the grip was shaved, the scope cover was deformed, the air/water and suction cylinders were discolored, the control unit was cracked, the plug unit was scratched, the insulation resistance value at the distal end did not meet the standard value due to a burn on the scope cover, the objective and light guide lenses were cracked, the bending section cover adhesive was detached and discolored, the connecting tube was cut and the coating was peeled off, and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending of the evis exera iii colonovideoscope was problematic. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material resembling plastic fibers. The report is being submitted due to foreign material in the scope found during evaluation.